Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two angiographic 0.035" wires were intended to be used during a procedure. Only one device was used in the patient. During the procedure, a femoral approach was used to access the ostium of the rca. There was no damage noted to the packaging. There were no issues noted to the devices when removing from the packaging per IFU. Both wires were inspected and prepped per IFU without issues. The wire tips were not formed by the physician. Poor steerability was noted. It was also noted during removal of the device used in the patient, that the coils were separated and the wire was kinked. The second wire was tested outside the patient and kinked. Patient alive with no injury.

Manufacturer narrative:
Product analysis: the wire appears used, bloody kinked approx. 2cm from tip. If information is provided in the future, a supplemental report will be issued.